Event description:
Allergan sales representative reported for the surgeon the following: "hole in top of taper as it curved down into the abdomen, would not hold saline. Hole in tubing on superior side noted visibly."

Manufacturer narrative:
Taper ii. (B) (4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."